Event description:
On an unknown date, a patient in (B)(6) 2025 underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). It was reported that the patient experienced abdominal cramps, emesis, and tube pulling inward. On (B)(6) 2026 the patient was hospitalized for abdominal complaints. The patient was diagnosed with a bezoar and a small intestinal perforartion. The device has been explanted, replaced with nfit tube, and discarded.

Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of a bezoar. Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. A bezoar and intestinal perforation are known complications of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.